Event description:
During right heart catheterization, balloon rupture was noted. Swan-ganz removed from body. Balloon remained on the catheter. Slit noted in the middle of the balloon. Manufacturer response for swan ganz catheter, swan ganz catheter (per site reporter).